Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, the pressure gauge displayed an inaccurate reading. The 99% stenotic lesion was located in the moderately tortuous mid right coronary artery. The physician advanced the non-bsc balloon to the lesion and inflated it to unknown atms. When dilation was completed the physician deflated the balloon without any issues. However, the reading on the pressure gauge continued to display the inflated atms. The procedure was completed with this device. No patient complications were reported and patient status is good.

Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, the pressure gauge displayed an inaccurate reading. The 99% stenotic lesion was located in the moderately tortuous mid right coronary artery. The physician advanced the non-bsc balloon to the lesion and inflated it to unknown atms. When dilation was completed the physician deflated the balloon without any issues. However, the reading on the pressure gauge continued to display the inflated atms. The procedure was completed with this device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed that the gauge needle was stuck between 18atms and 19atms. The unit was primed with 5ml of water and an attempt was made to pressurize the unit to 26atms, however the needle on the gauge did not move during pressurization. This type of damage is consistent with a mechanical shock. It is most likely that the device received a mechanical shock during unpacking and/or preparation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Manufacturer narrative:
(B)(4)